Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 had an error for backup alarm failure occurred. The rse then advised the customer to replace the motor control (mc) printed circuit board assembly (pcba), central processing unit (cpu) pcba, and power management (pm) pcba. The rse provided the customer with the part number for the mc pcba to order. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer.

Event description:
Philips received a complaint by the customer on the v60 indicating that an error for backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 had an error for backup alarm failure occurred. The rse then advised the customer to replace the motor control (mc) printed circuit board assembly (pcba), central processing unit (cpu) pcba, and power management (pm) pcba. The rse provided the customer with the part number for the mc pcba to order. The investigation is ongoing.

Manufacturer narrative:
Information was received that the customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) and used purchased option codes to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.